Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit passed basic occlusion test and displacement test. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit received with minor scratches on lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 470 mg/dl. The customer was treated with manual injections. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined high blood glucose troubleshooting.